Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the audio bolus button was noted to have a hole in the button cover. A damaged button cover will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the button. Users may expect keypad and button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the audio bolus button was functional with intermittent response. The button cover was removed for investigation and revealed contamination under the cover.